Event description:
Although the event occurred on 9/18/97, info was not made available until 11/11/97 that this was an MDR reportable incident. When the customer was running a hcv assay using summit sample handler, tip lot 11997r, uneven volumes were observed in the tips given. An ortho field services engineer was dispathced. No death or serious injury was associated with this event.